Event description:
The customer states that one patient sample generated architect i2000sr ca 15-3 assay results of 757 and 740 u/ml. The results were questioned as being lower than expected. A previous ca 15-3 result from this same patient was documented at 2800 u/ml. The customer diluted the present sample (1:5) and generated a final result of 1700 u/ml, which was accepted as the correct result. No further patient information was available and there is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.